Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the caregivers experienced access issues with pyxis. A technical support specialist dialed into the station and reviewed the med application debug log, which indicated that the user account was locked. The customer was advised to contact their hospital information technology (hit) team for further assistance. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower caregiver had access issues and unable to authenticate. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.